Manufacturer narrative:
It was reported that the patient expired two days after the mi from the mi onset and subsequent cardiogenic shock and renal failure. The mi occurred one day post-index procedure. It is noted that the event has a causal relationship to the procedure as per the sponsor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was noted the patient had pre existing renal insufficiency. The reported mi was considered secondary to the procedure due to the high risk associated with cardiovascular surgery and the anesthesia involved. Other relevant devices are: etlw1616c124ee, s/n: (B)(4); use by date: 28-may-2020, unknown; (B)(4), etlw1616c124ee, s/n: (B)(4); use by date: 28-may-2020; (B)(4), etlw1616c82ee, s/n: (B)(4); use by date: 13-may-2020; (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: the patient required prolonged hospitalization, medication and oxygen as treatment for the reported respiratory insufficiency. The event was unresolved at the time of death. The patient required prolonged hospitalization, medication and noradrenaline for the treatment of the reported mi. The patient required prolonged hospitalization for the reported renal failure. Treatment was not performed as the creatinine levels were not clinically significant. The renal failure was reported to be secondary to contrast used in the procedure and was assessed by the investigator as procedure related. The event was unresolved at the time of death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the patient experienced respiratory insufficiency with dyspnea and low o2 levels one day post the mi. This was assessed by the investigator and sponsor as procedure related and as a result of the mi which was considered secondary to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received ;the site assessed the renal failure as probably related to the procedure and not related to the device. The sponsor assessed the renal failure as not related to the endurant stent graft and having a causal relationship to the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the investigator has assessed the event as probable related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: unk-cv-sr-endurant. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that on the same day as the procedure, the patient was reported to have had a myocardial infarction. The cause of the event is unknown. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
Additional information received: it was reported that the patient received treatment for the renal failure two days post index procedure due to insignificant creatine levels. It was reported that the renal failure was assessed as not related to the endurant device, unlikely related to the renal stent. The sponsor assessed the event as not related to the endurant device, probably related to the renal stent. If information is provided in the future, a supplemental report will be issued.